Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated with in-house testing of retain lot t10100rn. No issues with d-dimer recovery were observed. Manufacturing batch records for lot t10100rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (98100eu) is not approved in the united states, this event is being reported as the device is same/similar to catalog number 98100, 510(k) number k042890.

Event description:
Customer reported triage d-dimer result not being consistent with patient diagnosis. A young female patient was tested on triage and resulted with a d-dimer of <100ng/ml. Physician stated patient was confirmed via ultrasound to have a muscle vt in her lower leg. There was no delay in treatment.